Manufacturer narrative:
Alleged failure: bur break. Probable root cause: deformed cutter teeth incorrect gap between cutter/housing, no/minimal clearance between cutter and housing, excessive runout, excessive wear/gall, incorrect diamond grit size/ type, inadequate coating process. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device broke during a procedure. All pieces were retrieved and the surgery was completed successfully.